Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced constant power loss. Customer's blood glucose was 347 mg/dl. During troubleshooting, alarm history showed bad battery alarm, low reservoir, no delivery alarm, low battery alarm and weak battery alarm. Customer does not use rechargeable batteries, batteries were not previously used, customer does not perform excessive button pressing, customer does not do daily set rewind, and customer uses recommended aaa (B)(4) alkaline batteries. After troubleshooting, customer was advised that battery cap would be replaced. Customer requested for insulin pump to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.